Manufacturer narrative:
.

Event description:
Procedure: lap chole. According to the reporter: the metal specimen bag ring came apart at the distal aspect of the device. This occurred inside the patient's cavity. The metal ring was removed and a new instrument was opened to complete. Or time was extended approximately 5 minutes. No patient injury reported.